Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for a post-implant discharge check. Upon interrogation, it was observed the atrial lead had dislodged after initial implant. The lead was repositioned successfully. The patient was stable.